Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin had experienced a high blood glucose levels. The customer's blood glucose levels was 750 mg/dl and current blood glucose was 350 mg/dl. The customer was treated for the low blood glucose with manual injection, pump and intravenous drip. The customer declined to remove the set from body, pump programing and high pressure test. The customer was advised to change entire set, reservoir and insulin and treat per health care professional¿s recommendation. The insulin pump will not be returned for analysis.